Event description:
It was reported that this pacemaker had entered safety mode. This pacemaker remained in service. No adverse patient effects or interventions were reported at this time. It was noted that the patient was not pacer dependent. Additional information received reported that this pacemaker was explanted and replaced. No additional adverse patient effects were reported, and product return was requested.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event resolution and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker had entered safety mode. This pacemaker remained in service. No adverse patient effects or interventions were reported at this time. It was noted that the patient was not pacer dependent.